Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button issue with their adc device as it ¿dropped¿ therefore, they were unable to obtain glucose readings. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with by a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.